Event description:
Patient reported "are affected by the well-known recall", "I was significantly impaired" and "hardening, pain, discomfort and other ailments". Later healthcare professional reported "asia syndrome (bii)" that is not device related and capsular fibrosis IV", "fibrosis capsule with strongly attach, probes implant. Beginning formation of a double capsule" and "fibroses capsular tissue without detection of atypical cd30 cells". This record is for the left side. Device was explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.